Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using a bd syringe 20ml, white "flocs" of sizes ranging from 0.2 cm to 1 cm moving freely inside the syringe. The following information was provided by the initial reporter: "there were white "flocs" visible of various sizes (about 0,2-1 cm) which were easily moving inside the syringe."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot numbers 1907104 & 1907240. The review did not reveal any detected quality issues during the production process that could have contributed to the reported incident and all inspections were found to be within specification. As a sample was not returned, our quality team was unable to complete a thorough sample evaluation. Without a sample, it is not possible to identify a manufacturing related cause for this incident.

Event description:
It was reported while using a bd syringe 20ml, white "flocs" of sizes ranging from 0.2 cm to 1 cm moving freely inside the syringe. The following information was provided by the initial reporter: "there were white "flocs" visible of various sizes (about 0,2-1 cm) which were easily moving inside the syringe."